Event description:
It was reported the pt is experiencing ineffective stimulation. Additionally, the pt reported falling a few weeks ago. An sjm representative met with the pt and was unable to provide resolution. Diagnostics revealed no anomalies. It was also reported during reprogramming the pt experienced unintended stimulation in the abdomen. In turn, the pt will have x-rays taken for lead evaluation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.